Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer states they went into diabetic ketoacidosis. The customer received no delivery alarms. The customer's blood glucose level at the time of incident was 600mg/dl. The customer treated with manual injections. The customer's most current level was 182mg/dl. The customer was waiting to see their doctor. No further assistance provided at this time.